Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm was noted. The act button did not respond due to corroded keypad traces. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip and a missing end cap sticker.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose level was 139 mg/dl. Customer stated that the insulin stopped working. Customer was in mexico for maybe 4 hours before the issue started. Customer stated that it was really hot and humid. Customer mentioned there was a crack on the front of the pump. Customer agreed to return the pump for analysis. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.